Event description:
In 2001, patient was implanted with a gore-tex vascular graft to replace his distal aortic arch, proximal descending aorta and his proximal left subclavian artery to repair an aneurysm that had formed after his coarctation of the aorta had been repaired in childhood. The previous aneurysm sac had been closed over the graft. It developed an expansile fluid filled mass around the graft which had steadily expanded with no evidence of infection and no evidence of abnormal flow. This expansion continued until 2006, the area was re-explored through a further thoracotomy and the space was drained. This slowed the expansion down. The fluid filled sac has progressed further and now occupies just under half the volume of the chest cavity. Patient had chronically collapsed left upper lobe of lung causing "sepsis" within the lung.

Manufacturer narrative:
Investigation is currently in progress.